Event description:
Patient complained of her leg feeling wet. Upon inspection, it was noted that there was urine dripping out of the air vent next to the access port. The bag was changed using sterile technique.